Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set separated from the titanium adapter. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection was performed with naked eye and magnification with no issues noted related to the reported problem. Integrity of seal, leak testing, clear passage testing, and clamp function testing were performed with no issues noted. The reported problem could not be verified during the evaluation. Should additional relevant information become available, a supplemental report will be submitted.